Event description:
Several events are being submitted for dates that occurred during the month of (B)(6) 2019. Sterile gloves ripped while putting on. Technician was gloving surgeon at beginning of procedure when it was noted that her gloves had multiple holes in them straight out of the package. Right glove had been put on and was removed. When donning sterile gloves on, the gloves ripped a hole. Scrub technician was assisting surgeon in donning sterile gloves and three holes were found to be in gloves near wrist area. Gloves were removed and retained for examination.